Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components were thoroughly analyzed. Microscope analysis showed wear at the fold in the proximal end of both cylinders, which did not pass the test. The pump passed microscope inspection with no damage or abnormalities but did not pass both the deflation and inflation tests. Both cylinders and the pump passed the leakage test. The reported issues of mechanical issue and migration are known risks associated with these procedures and are noted in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis experienced a sensation similar to a pop, and the right side cylinder appeared to be resting in the patient scrotum. Upon consulting with the physician, a revision surgery was performed. The cylinders and pump were explanted, followed by a full washout. The patient was measured again, and a cxr ms pump was implanted. There were no further patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp experienced a sensation similar to a pop, and the right-side cylinder appeared to be resting in the patient scrotum. Upon consulting with the physician, a revision surgery was performed. The cylinders and pump were explanted, followed by a full washout. The patient was measured again, and a cxr ms pump was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components were thoroughly analyzed. Microscope analysis showed wear at the fold in the proximal end of both cylinders, which did not pass the test. The pump passed microscope inspection and leakage test with no damage. Both cylinders passed the leakage test. Functional testing for pump revealed not passing the inflation test 1. Also, the pump did not pass deflation test. The reported issue of migration is a known risks associated with these procedures and is noted in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
This report is report is being submitted to correct the MFR site address 1 (g1), MFR site city (g1), MFR site state (g1), MFR zip/post code (g1) in section g, all manufacturers; and patient codes (h6) in section h, device manufacturers only. UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components were thoroughly analyzed. Microscope analysis showed wear at the fold in the proximal end of both cylinders, which did not pass the test. The pump passed microscope inspection and leakage test with no damage. Both cylinders passed the leakage test. Functional testing for pump revealed not passing the inflation test 1. Also, the pump did not pass deflation test. The reported issue of migration is a known risks associated with these procedures and is noted in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a sensation similar to a pop, and the right side cylinder appeared to be resting in the patient scrotum. Upon consulting with the physician, a revision surgery was performed. The cylinders and pump were explanted, followed by a full washout. The patient was measured again, and a cxr ms pump was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis experienced a sensation similar to a pop, and the right side cylinder appeared to be resting in the patient scrotum. Upon consulting with the physician, a revision surgery was performed. The cylinders and pump were explanted, followed by a full washout. The patient was measured again, and a cxr ms pump was implanted. There were no further patient complications.